Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
(B)(6) clinical study. It was reported that restenosis occurred. In (B)(6) 2013, patient presented with stable angina, coronary angiography and index procedure was performed. The target lesion was an eccentric lesion located in the below 45 degrees tortuous and moderately calcified mid right coronary artery with 90% stenosis and was 70.00 mm long with a reference vessel diameter of 3.00 mm. The lesion was treated with pre-dilatation and placement of a 38 mm x 3.0 mm promus element¿ plus stent which was deployed at 10 atmospheres. Following post-dilatation, residual stenosis was 0% and the timi flow was 3. One day post-procedure, the patient was discharged. In (B)(6) 2018, the patient has coronary restenosis.